Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 41-year-old female patient presented to all (B)(6) with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #12 using cbct (cone beam computed tomography) surgery. The patient presented with the issue on (B)(6) 2026 at the second stage surgery. During the examination, the doctor determined that the implant had failed to osseointegrate. It was additionally noted that the finding occurred during the stage ii impression with the transfer coping attached. As a result, the implant was removed on (B)(6) 2026 using a prosthetic driver and wrench, and the implant was not replaced. During the clinical evaluation, the doctor also noted that the soft tissue looked great. It was reported that the issue occurred intraorally, the implant site was not infected, and the implant/prosthesis was not already dislodged when the patient presented to the office. The opposing arch consisted of natural teeth. The patient was asymptomatic, and the current patient status was reported as good. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality. No abnormalities related to the implant or its packaging were reported.